Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s nurse reported via phone call that the patient was hospitalized for diabetic ketoacidosis. The customer¿s nurse reported that the customer keeps experiencing issues with the bayer contour next link meter losing connection with her pump. The nurse practitioner thinks it's the pump. Blood glucose at time of incident is unknown. The customer¿s nurse reported that the patient was hospitalized on the 13th and 14th due to diabetic ketoacidosis because the tubing was kinked. Hal stated he called the patient today to ask if it was the tubing or cannula and the patient did not know. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was not in manufacture mode. The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.08750 inches. The insulin pump was programmed with test glucose meter. The insulin pump communicated and recorded a 104 mg/dl value properly from glucose meter. The insulin pump and meter were monitored and no lost communication between the devices noted. The insulin pump sensor feature working properly. No calibration anomalies were noted. The insulin pump was received with scratched case, cracked retainer, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.